Event description:
It was reported that the burr was stuck in lesion. The 80-90% stenosed target lesion was located in the moderately angulated and severely calcified right coronary artery. A 2.25mm rotapro was selected for use. During the procedure, the burr became stuck in the lesion. Several maneuvers were done in an attempt to free the burr. First, dynaglide was used with traction unsuccessfully. Next, a second wire was advanced past the burr and a balloon was inflated next to the burr followed by traction, which was also unsuccessful. Ultimately, the burr shaft was cut, and a non-boston scientific guide extension catheter was advanced to the burr. The burr was completely removed from the patient body. The procedure was completed using another device and was prolonged resulting in excess of 6 gy of radiation. The patient condition was stable post procedure.